Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
A customer reported that the ventilator did not recognize spontaneous breaths while in continuous positive airway pressure (CPAP) mode or spontaneous/timed (s/t) mode. The patient was ventilated on timed mode only. Additional information has been requested.

Manufacturer narrative:
Further information on the disposition of the device has been requested but not received as yet. Patient data was requested but not provided. The ventilator log was reviewed and the issue with the ventilator not recognizing the spontaneous breath could have been a setting issue with dysnchrony caused by the set respiratory rate and the inspiratory time.

Manufacturer narrative:
Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system assembly was tested and no failures were identified.

Manufacturer narrative:
The ventilator log was reviewed and while no patient data was available for assessment a possible root cause for this issue was the way the ventilator was set up created a desynchrony between the patient and the ventilator. There was a back up rate of 12 with an inspiratory time of 1.85 seconds. In addition, the pressure support was set at 2, this would not provide support to the patient. The field service engineer could not duplicate the reported issue. No error indicating device failure was remaining in the event log either. However, there is a possibility that a temporal failure had occurred in the sensors so gds mounting the sensors were replaced for confirmation. The unit was checked overall, cleaned, run in tests, alarm tested and confirmed it operated properly. Check test was performed then no abnormality was confirmed. Time for periodic maintenance has passed. Periodic maintenance is recommended for safety. The device remains with the customer and is ready for clinical use.